Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unit received for will not run on battery, attached note stated battery conditioning test would not complete. Replaced the power supply board. Battery conditioning test passed. The battery was then removed and reinstalled per service bulletin 592a to reset the estimated battery capacity to the default 3400mamph. Pm performed. All tests passed. A review of the device history record for (B)(6) was performed from date of manufacture 06/07/2018 to present date 11/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the power supply board - component failure.

Event description:
It was reported that the device would not run on battery. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not run on battery. There was no patient involvement.